Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device was returned for evaluation. Device image analysis indicated average current trends were normal and voltage was in normal range of operation. Analysis of device image showed no anomaly. Telemetry, pacing, environmental and mechanical stress test were performed, and no anomaly was noted. Further analysis did not find any anomaly. Longevity assessment was performed, and device had appropriate longevity remaining.